Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 38mm abdominal aortic aneurysm. It was reported that during the index procedure, the bifurcated stent graft could not be deployed, despite rotating the grey handle many times. The delivery system was removed from the patient as it was suspected there was an issue with the device, and another device was used to complete the procedure. As per the physician, the cause of the event may have been due to a loose screw in the delivery system. No clinical sequela were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusions: a 110 second video showing attempted graft deployment in-vitro was received. The video shows the external slider being rotated however the graft cover does not retract. The physician highlights the graft cover immediately distal to the transition bond where bunching was observed on the returned device. The graft cover does subsequently retract to expose the spindle and suprarenals before it is advanced to the closed position again. The device returned with the blue external slider in the home position. The backend wheel was partially forward. The taper tip was curved. A gap of 2.5mm was observed between the taper tip and the graft cover tip. The graft cover was bunched between 24.5cm and 25.5cm from the tip. On rotation of the external slider the graft cover retracted, and the graft was deployed. There was no resistance noted rotating the external slider. Residue possibly mdx was observed on the graft and on the spindle. The previously bunched section of graft cover was stretched and necked as the cover was retracted. The reported deployment/expansion difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.